Manufacturer narrative:
Complaint no: (B)(4). The sample was returned for evaluation. Visual inspection revealed evidence of leak at the fillport after the cap was removed. The reported condition was verified. The cause of the condition was determined to be a particle 1.23 mm in length located under the check band. Fourier transform infrared spectroscopy identified the particulate matter to be glass. The cause of the foreign particle was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from its fill port during filling. There was no patient involvement. No additional information is available.